Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported a closed reduction was performed due to a dislocation following a hip arthroplasty.

Manufacturer narrative:
No product was returned; visual and dimensional evaluations could not be performed. Review of device history records found these units were released to distribution with no deviations or anomalies. Search for complaints did not find any additional complaints other than the (B)(4) linked to this complaint. The device was used for treatment. Unable to perform a compatibility check based on the provided information. A definite root cause cannot be determined.